Event description:
It was reported that the device was unable to be interrogated when an asymptomatic patient presented in clinic for a routine follow-up. During ECG monitoring, pacing support was not being delivered. Numerous programmers and equipment were attempted but no communications could be established. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was caused by an extremely low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause of the battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.